Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 6 months due to endocarditis. The surgeon indicated that the device had nothing to do with the cause of infection. The ring was explanted and an edwards bioprosthetic valve was implanted. No other details provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: endocarditis, occurring more than 60 days after valve surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the device. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. In addition, the healthcare provider has indicated that the infection source was not related to the edwards ring. No further actions are possible with the available information.